Manufacturer narrative:
(B)(4) 2017 03:04 pm (gmt-4:00) added by (B)(6) ((B)(4): corrected data to also include - report source (B)(4) 2017 08:56 am (gmt-4:00) added by (B)(6) ((B)(4)): corrected data - initial reporter the initial reporter was a company service representative his contact information: (B)(6).

Event description:
The service territory manager reported that while testing this cs300 the vacuum level was within spec but very low. There were no failures to the unit but the vacuum levels have been slowly decreasing with every visit. No patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the hoses and fittings in the compressor assembly and the vacuum levels are now perfect. The stm completed full safety, calibration and functionality checks to factory specifications and the iabp passed. The iabp was then cleared for clinical use and returned to the customer.

Event description:
The service territory manager reported that while testing this cs300 the vacuum level was within spec but very low. There were no failures to the unit but the vacuum levels have been slowly decreasing with every visit. No patient involvement or adverse event reported.